Manufacturer narrative:
H11: additional information was received to update the as reported code to packaging problem. Hence, the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. G3, h6 (device). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient getting prepared for a biopsy procedure using the elevation. Prior to the procedure, it was reported that the shipping carton intact content boxes was allegedly wet and deformed. There was no patient contact.

Event description:
On (B)(6) 2025, a patient getting prepared for a biopsy procedure using the elevation. Prior to the procedure, it was reported that the shipping carton intact content boxes was allegedly wet and deformed. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.